Manufacturer narrative:
Date of event (b3) was not reported, therefore an estimated date was reported in this field. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient's implantable neurostimulator (ins) implant site was not healing properly, and the ins was exposed with no signs of infection. The physician performed a revision procedure on (B)(6) 2025 to replace the ins due to exposure and perform an alternate pocket closure. The patient has been doing well since the revision.

Event description:
It was reported that the patient's implantable neurostimulator (ins) implant site was not healing properly, and the ins was exposed with no signs of infection. The physician plans to perform a surgical procedure to replace the ins due to exposure and perform an alternate pocket closure. No further patient complications were reported.

Manufacturer narrative:
Date of event (b3) was not reported, therefore an estimated date was reported in this field. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient's implantable neurostimulator (ins) implant site was not healing properly, and the ins was exposed with no signs of infection. The physician performed a revision procedure on (B)(6) 2025 to replace the ins due to exposure and perform an alternate pocket closure. The patient has been doing well since the revision.

Manufacturer narrative:
Date of event (b3) was not reported, therefore an estimated date was reported in this field. Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.